Manufacturer narrative:
The investigation is on going. A supplemental report will be submitted on completion of investigation. However, the dataset as provided from analyzer (B)(4) covering (B)(6) 2021 was reviewed and it could be confirmed that this analyzer is performing as expected. No anomalies were observed in the provided 13 run logs. The customer can continue to use this analyzer. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported a false positive result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (unknown lot number, serial number (B)(4)). The sample was retested using genexpert and generated negative results. The sample was considered "inconclusive." The sample was retested using another polymerase chain reaction machine and it generated negative results. The positive roche results were released. The sample was collected using a nasopharyngeal swab with universal transfer medium tubes. The sample was tested 5 - 10 minutes after collection and the retest was performed ~30 minutes from the original test. No harm was alleged besides the positive results being sent to the doctor. No further information was available.

Manufacturer narrative:
Though requested, no additional information was provided from the customer. As no additional information was available from the customer, no additional investigation can be performed. (B)(4).